Manufacturer narrative:
Per the user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check with tandem technical support (cts) did not locate source of the blockage. Customer changed the pump supplies. Customer's blood glucose was 120-400 mg/dl. Reportedly, customer prefilled the cartridges and were used 3 days later. Cts informed customer that novolog was labeled for 72 hours with use with the cartridge.